Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the probes will not stop once activated through the footswitch or console.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the probes will not stop. Probes have to be unplugged from console in order to stop. The probable root cause/s could be user accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. (B)(4).

Event description:
It was reported the probes will not stop once activated through the footswitch or console.